Event description:
On december 18, 1991, at 3:00 p.m., in the operating room, a fourty-five year old female was undergoing a mitral valve replacement wire. Additionally, a dime sized lesion at the site of the grounding wire was noted. The patient's vital sings were not affected.our preliminary investigation reveals that the medtronic a-v sequential demand pulse generator malfunctioned. The equipment was taken out of survice and sequestered. We are advising you of this information in accordance with the smda of 1990invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.